Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a mucosectomy procedure performed on (B)(6) 2017.   According to the complainant, the clip would not fully open and once closed, the clip would not release from the catheter. The procedure was completed with another resolution clip device.   There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.